Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Edwards received notification of a pascal procedure in tricuspid position where it was tried to put one device next to the first one to reduce the tr (tricuspid regurgitation). When deploying the pascal precision device, both leaflets a-s were inserted. After deployment the anterior leaflet slipped out and detached from the device. The plan was that the slda would stabilize with the use of another device. So, first it was tried to place between the first device and the detached device but when elongated, there was no space to come between the devices. The 2nd attempt was performed postero-septal with a mechanical fixation of the detached device. The residual tr after deployment was grade 3-4.

Manufacturer narrative:
The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was not able to be confirmed through investigation. The presence of an slda as described in the complaint event was confirmed through the clinical specialist's report. Potential contributing factors to the sldas are unable to be determined based on inadequate imaging records. In addition, a DHR review was completed and no nonconformances related to the complaint event were identified.